Event description:
It was reported via clinic notes that the patient feels like her vns is not working as well as she is having pain in the left side of her chest. The pain comes and goes. She describes this as a burning pain. She feels like this is where her generator is. Describes this as a burning pain. Will last for 5 minutes. The pain radiates down her left arm into her hand and numbness in the left arm. She was given tranxene medication which noted to help. No additional relevant information has been received to date.